Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID 8782 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: product type catheter.a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid and demerol via an implantable pump for spinal pain. The concentrations of the drugs were unknown and it was indicated that the dilaudid dose was 4.58 mg/day. It was reported on (B)(6) 2017 that the patient was going in for an MRI (magnetic resonance imaging) that day to see if they had a granuloma. It was stated that the patient would need to have the pump turned back on. It was indicated that no symptoms were reported (note this is conflicting with the report that an MRI was being done to see if the patient had a granuloma). It was indicated that it was not applicable if this was considered a sudden or gradual change in therapy/symptoms. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-jul-03. Itwas reported that the results of the MRI performed on (B)(6)2017 was that there was no granuloma seen and thus no actions/interventions were taken to resolve it. It was noted that the patient reported that their pump stopped working after the MRI and had to be ¿reset.¿ it was indicated that the hcp was not present for this event and could not verify the claim. The patient¿s weight at the time of the event was (B)(6) lbs. No further complications were reported or anticipated. Information omitted pertaining to pes (B)(4) (unknown catheter revisions), (B)(4) (catheter revision 2011), (B)(4) (catheter revision (B)(6) 2012), (B)(4) (1st pump defective), (B)(4) (unknown pump needed to be turned back on after an MRI), (B)(4) (motor stall after MRI), (B)(4) (MRI- pump needed to be turned back on), and (B)(4) (MRI- pump needed to be turned back on)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also noted that the pump was currently working and that there was no need for return.